Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the bipolar insert was missing from the back end. The pins and conductor wires were sticking out of the chassis. The insert may have not been fully seated in the chassis, or may been pulled out when the bipolar cord was removed. Some bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. The instrument passed electrical continuity testing. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were approximately .090 - .028 in length and not axially aligned with the tube. It was concluded that the damage found to the main tube was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the nurse examined the fenestrated bipolar instrument and noticed pins were disconnected. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.